Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that there was an issue with the time/date settings. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/14/2015 with the following findings: the reported issue could not be adequately investigated due to a failure of the pump to maintain the time and date settings while powered off for one hour; no conclusions could be determined in regards to the reported issue. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The pump accurately maintained the time/date settings during a 5 day time keeping test. Evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).